Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-feb-2026, an arthrex subsidiary employee reported via email that the tip of an ar-8990st fibertak dx suture anchor broke during insertion into the bone. The broken fragment was retrieved without issue. The event occurred during a procedure on (B)(6) 2026. There was no significant case delay, no additional anesthesia administered, and no patient harm reported. Additional information was received on 05-feb-2026: the previously reported issue involving a broken anchor was not applicable to this event. In this case, the damage occurred solely to the inserter tip during surgery, not the ar-8990st fibertak dx suture anchor itself. The anchor remained fully intact, with no impact on the strength or integrity of the fixation. As a result, the originally selected ar-8990st fibertak dx suture anchor was successfully implanted, completing the procedure without further issues.